Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient called to request a smaller belt. The one that patient was using was too big and it was slipping and not a good fit as it goes past the velcro. Patient then reported the programming was not set up right when implanted and patient had to go back next week for programming. Patient believed the rep put their setting at 6.0. The rep did tell the patient that this will require more charging. Since then they had to charge every other day and it was taking very long, 3 hours, to charge. Patient said it was impossible to charge for 2-3 hours every other day. Yesterday it took 3 hours to charge to 100%. This morning the implant was at 30%. Patient said their friends who have the device can go for 5-7 days without a charge. Reviewed charging frequency depends on usage and settings. Asked if patient was getting excellent recharge quality when recharging. Patient said they usually get good recharge quality. Reviewed it will charge faster if patient could try getting and maintaining excellent recharge quality. On the call patient repositioned the recharger, moved it lower on their back and was able to get excellent connection. It then went back to good. Reviewed getting the smaller belt might help with better connection. Reviewed implantable neurostimulator (ins) site might still be healing. Patient agreed, it is not healed up all the way as they can feel a little discomfort from putting pressure by holding the recharger over and due to that it was kind of bumpy. On the call ins went up to 90%. Pt said they were at 30% in the morning and in 1.5 hour got to 90% which was more acceptable than 3 hours. Patient mentioned one time the ins went dead and it was not a good experience as they woke up in the middle of the night and their legs were hurting, cramping and stuff because ins was depleted. This happened the first week. It took a long time to charge. Patient mentioned they were planning to go to their 2nd setting today. Patient mentioned their device was programmed for lower back and left side, in groin area where they had neuropathy. Patient never felt tingling in the feet until they started programming. Initially during programming patient felt their feet were flying from under them. The rep turned it down. Then the rep said it was not high enough because patient could not get any relief. They went from 0.8 to 6.0. Patient did not have that much tingling in the feet but still felt it. Plus, they had a sensitivity inside their thigh which patient had before with their neuropathy which implantable neurostimulator (ins) was supposed to help. Patient said it was hard to tell if ins was helping. Group a might not be the right program as it seemed like it was too noticeable. Patient mentioned their next healthcare provider (hcp) appointment is on july 31st.a request was sent to repair to request a belt size s.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.